Manufacturer narrative:
(B)(4). Physio control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a normal inspection/testing, the device was reported to display all three (battery, attention, and wrench) icons and failed to power on. There was no pt use associated with the event.